Event description:
A mobi-c patient reported that they had a revision surgery performed after they felt a "pop" followed by pain and dysphasia. Subsequent imaging revealed that the mobi-c poly core had migrated, and it was discovered during explantation that it had also fractured. The mobi-c was removed and replaced with a competitive disc. The patient denies any type of traumatic event contributing to the malfunction.

Manufacturer narrative:
D4: UDI number: only (B)(4) is available at this time. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional investigation type: 4110. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the device was not returned; however, x-ray images were provided which show that the plates are misaligned and touching, indicating the poly core has migrated. DHR review the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
A mobi-c patient reported that they had a revision surgery performed after they felt a "pop" followed by pain and dysphasia. Subsequent imaging revealed that the mobi-c poly core had migrated, and it was discovered during explantation that it had also fractured. The mobi-c was removed and replaced with a competitive disc. The patient denies any type of traumatic event contributing to the malfunction.